Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested but has not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported that after 2 days of wear time "a pressure was exerted leaving a white mark on the stoma." According to the end user, this resulted from a rigid plastic on the left side of the moldable portion of the wafer pressing on the stoma. Pictures of the affected area showed a shallow laceration or indentation at the base of the stoma and a small amount of white exudate within the wound. According to the end user, after consulting with his doctor by phone, he treated the affected area with mupirocin 2%, which had been previously prescribed to him for another event. The affected area then "cleared up" within three days. Pictures of the event and the device in question was provided by the complainant. No further details were provided.

Manufacturer narrative:
(E) (parent) initial reporter: the name was populated in error upon creation of supplemental MDR report. Disregard the data as this field cannot be updated/corrected. A review of the last three (3) product monitoring reviews (pmr's) for trends, indicated that there was no trending for the reported issue on the product. However, a review of the historical complaint data from july 2015 to july 2017 was reviewed as it related to the reported complaint event for the product and a total of (1) complaint was yielded, including this one, was found. No further action is required for investigation of this complaint and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional information was provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).